Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported that ten attempts were made to change the setting of the programmable valve with a vpv programmer without success. The valve was successfully programmed under flouro using a codman hakim programmer. No adverse consequences to the patient were verified.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Sales rep. Called and informed that: "ten attempts were made to change the setting of a programmable valve with a vpv programmer without success. Valve was successfully programmed under flouro using a codman hakim programmer. No adverse consequences to the patient were verified. Please send a new vpv programmer to the sales rep." We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.